Event description:
The pt was a male. The target lesion was the left circumflex. While flushing the 3.5 x 13mm cypher stent with heparin, the physician confirmed that the stent was flared at the distal end. Therefore, a different cypher of the same size was implanted safely. The procedure was finished successfully. There was no pt injury reported.

Manufacturer narrative:
This device is distributed outside the united states; however, it is similar to the united states product. The product is not available for analysis. Additional information will be submitted within thirty days upon receipt.